Event description:
On (B)(6) 2013, the patient¿s dad/reporter contacted animas on behalf of the patient to report that the patient¿s blood glucose was ¿high,¿ possibly over 600 mg/dl, with symptoms of frequent urination while there was a cartridge issue. At the time of concern, the patient¿s cartridge, infusion site, and set were switched out. The patient subsequently took insulin via the subject pump to correct her blood glucose. At the time of the call to animas, the patient continued with insulin pump therapy while her blood glucose was at 276 mg/dl. The alleged cartridge issue was resolved with training. There was no product misuse. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while she had a cartridge issue.